Event description:
Clinician conducted electrotherapy treatment on the pt's neck area when the pt began complaining of pain in the area of treatment. The clinician stopped the treatment. The pt suffered a 2nd to 3rd degree burn, 1 cm in diameter, in the treatment area of the electrodes. The pt did not require any immediate or known post medical treatment for the burns. The patient has rec'd electrotherapy treatment prior to this incident. The clinician treated the pt using 4 pole interferential treatment (ifc). The treatment time was set for 12-15 minutes. The remaining treatment parameters, constant voltage/constant current, carrier frequency and intensity could not be provided by the attending clinician. The electrodes were previously used on the pt. The clinician started the electrotherapy; the pt was not holding the pt switch. After an undetermined amount of time, the pt became distressed during the treatment and called for assistance. The clinician returned to the pt and stopped the treatment. The clinician did not indicate any changes in the treatment settings. The electrodes were removed from the treatment area and burns were noted. The burns occurred under the electrodes.

Manufacturer narrative:
Awaiting return and evaluation of the device.